Manufacturer narrative:
Additional concomitant medical products: model: (B)(4), lead; implanted: (B)(6) 2008.

Event description:
It was reported that the patients right ventricular (rv) lead exhibited t-wave oversensing (twos) post pacing. Follow-up was completed with the clinic to verify that reprogramming had been completed. The lead remains in use. No patient complications have been reported as a result of this event.